Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement and recorded a non-sustained ventricular tachycardia episode with noise that was oversensed. Technical services (ts) discussed this pacemaker system should not be programmed to magnetic resonance imaging (MRI) mode. Ts noted there was no pacing inhibition and an intrinsic rhythm was present. This rv lead remains in service. No adverse patient effects were reported.